Manufacturer narrative:
Voluntary report was received from the FDA via the us mail. The cover page for the report stated: the attached report, (B)(4), was received through FDA's medwatch program. We are forwarding it to you for review since you might be unaware of this event. The report contains all the info presently available. Device evaluation. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. This info was entered into manufacturers' complaint database for tracking and reporting purposes.

Event description:
Received noticed from FDA regarding an incident that was reported to them on voluntary report (B)(4). The report regarded a pt who had a complicated medical history including primary pulmonary hypertension. The patient's status was do not resuscitate/do not intubate. For the pph, the pt received flolan which was administered through a cadd-legacy infusion pump. The pt expired in the hospital. At some point during the hospitalization, the pump entered the stop mode. After receiving notice from the FDA, smiths medical contacted initial reporter listed for additional info. The initial reporter had no details to offer and referred smiths medical to the law firm of murphy and riley. Currently, no additional info is forthcoming and the device was not made available for evaluation.